Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Bg and cgm values were not provided. No additional patient or event information was available. A root cause could not be determined. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.